Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1791 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the tip of the needle is visually seen on the ultrasound screen in the middle of the vessel but there is no backflow. Guidewire and catheter can easily be placed and when retracting needle and guidewire there is good backflow.